Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the pt's right eye. Postoperatively, the pt noticed decreased vision over time. The lens was found to be decentered secondary to lens vaulting. While the preoperative bcva was not provided for comparison, the physician reports a decrease in bcva to 20/80. A yag was performed in 2008 and a lens exchange in 2009 with a different model iol in order to address the visual outcome. The exchange was performed successfully and the pt's progress continues to be monitored.

Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was requested for eval. A supplemental report will be filed upon return and completion of device eval. The lens was exchanged successfully. Root cause: according to the physician, the root cause of the reported problem is related to vaulting of the lens.